Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was caller reported an ins pocket issue. Caller stated that the patient felt like the device had moved inside their body and they were getting a very small little shock every once in a while. Caller stated that the implant was very sore right there where the device is. Caller stated that the issue started a couple days ago. Caller denied the patient having any falls or accidents. Caller mentioned that the therapy was still working well for the patient's bladder and bowel symptoms. Agent reviewed with caller we recommend the doctor addresses these concerns. Caller stated they called the doctor and they recommended they call patient support for assistance. Caller requested assistance with connecting to their imp lant to check and see if it shows anything. Caller does not want to turn therapy off, just connect to see if there are any messages to explain the issue. Agent walked caller through connecting to the implant and caller confirmed therapy was on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider on tuesday the 30th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.